Event description:
Complainant alleged that the medics were responding to a call for a reported cardiac arrest. The pt was an unconscious and unresponsive obese pt. The pt had a pulse of 100 bpm, and a "bp 150/p rr8/min." The pt was administered medication, and from lead 2 the device indicated that the pt was in a sinus rhythm. The pt was successfully intubated and oxygen saturation improved from 83% to 100%. The medic indicated that an IV was unobtainable at this point. The pt's heart rhythm was showing widening qrs complexes and the stat pad multi-function electrodes were applied to the pt in the anterior posterior positions. In anticipation of the pt needing defibrillation, the medic then turned the device to defibrillation mode to monitor the pt's heart rhythm. The complainant indicated that the device did not display the pt's heart rhythm, but displayed a "check pads". The medic checked the pad placement and the connections, but the same message was continued to be displayed on the device screen. The medic then switched back to lead 2, and observed that the pt's heart rhythm remained unchanged. The pt was then placed in the ambulance. Due to the pt's size, and "not wanting to compromise the tube by rolling the pt." A fresh set of pads were applied to the pt in an anterior position. The medics were then able to monitor the pt in defibrillation mode. An IV was established and then pt was transported to the hosp's emergency dept, without significant change. The complainant indicated that there was no adverse effect on the pt.